Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The full system was explanted to address the wound issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reportedly, the wound has healed.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147911.

Event description:
It was reported the patient had reduced wound healing. As such, the patient underwent surgical intervention where the wound was explored on (B)(6) 2024. The investigation did not determine which lead site had the wound.